Manufacturer narrative:
The report of the 2 and 5 buttons not responding for the bd alaris pc unit front case assemblies was confirmed. Inspection of the returned bd alaris pc unit front case assembly revealed physical damage around the area of the zero, eight, five button and the dome for the two button was collapsed causing the two button to intermittently respond when other buttons where pressed. A device history based on the serial number showed that the device was not returned to service. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the front case due to the 2 and 5 button not responding. There was no patient involvement.